Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported inflammation around a fiber at flap edge, observed on a patient's eye one day post lasik procedure. Reporter noted patient had been placed on increased topical steroid eye drop therapy. Patient reported happy with vision and noted no foreign body sensation. Additional information has been requested.